Manufacturer narrative:
Additional information was received that the o2 flow control valve was stuck open causing prolonged excessive oxygen flow. There is no reportable malfunction. O2 flow control valve was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen flow. There was no patient involvement.